Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the control body corroded, the electrical connector corroded, the lg cable connector corroded, the nozzle gluing missing, the serial number plate missing, the operation channel leaky, the remote control buttons cut, the remote control buttons cut, the insertion flexible tube (ift) worn out, the u/d pulley wire rupture, and the r/l pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.